Event description:
According to the reporter: the device broke as soon as it entered inside the patient. The bag got torn and no further report of patient injury was made. The patient was a child. Procedure: splenectomy.